Event description:
This patient is a participant in prodisc-l ide and experienced this event post approval. Patient has a history of degenerative disc disease at l4-l5. Patient had worsening back and leg pain for more than one year treated with medication (narcotic, non-narcotic, anti-inflammatory), physical therapy, chiropractic care and injections. Prodisc-l was placed at l4-l5. Patient returned for post-op evaluation at 6 wks, 3, 6, 12, 18, 24, 48 and 60 mos. At last evaluation patient was experiencing low back pain due to a symptomatic facet joint at l4-l5. Patient had posterior spinal fusion at l4-l5 without manipulation of the prodisc. The prodisc was not explanted and was left intact during the fusion procedure. This report is #2 of 3 of the same event.

Manufacturer narrative:
Device remains in the patient. Manufacture date and manufacture date cannot be determined without a lot number. Subject device was part of an ide. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with our post-market experience. Pd has determined that no investigation of the individual events is necessary based on comparison with approved device trends. Post ide, as part of the u.s. Launch of prodisc-l, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.